Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff, a piece of the internal locking mechanism came out of the healicoil knotless anchor after being implanted. The implant was still intact and holding sutures against the bone so no additional fixation was performed. The small piece was seen on the scope and it quickly removed from the patient. The procedure was completed without significant delay. No further complications were reported.

Event description:
It was reported that during a shoulder rotator cuff, a piece of the internal locking mechanism came out of the healicoil knotless anchor after being implanted. The implant was still intact and holding sutures against the bone so no additional fixation was performed. The small piece was seen on the scope and it was quickly removed from the patient and the sutures were still being held in the anchor by suture to bone interface, so the surgeon never had concern about the health of the patient. The procedure was completed without significant surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on a3, b5 and d8. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A review of the customer provided image confirmed the reported product information and displayed the anchor plug attached with a partial broken distal tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation was performed. Upon visualization per scope, the surgeon found the small piece which was removed from the patient. A provided photo was reviewed and appears to confirms a broken piece of the device, which is reportedly now ¿thrown away.¿ per case communication, ¿the implant was still intact and holding sutures against the bone so no additional fixation was added.¿ reportedly, there was no patient health concern per the surgeon and the surgical delay was ¿less than 5 minutes.¿ smith and nephew has not received the device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity. No containment or corrective actions are recommended at this time.